Event description:
Caller from inform system user facility reported patient blood glucose results: lab 0945 171 mg/dl lab 0947 159 mg/dl inform (B)(4) 0951 527 mg/dl inform (B)(4) 0954 599 mg/dl inform (B)(4) 0955 553 mg/dl inform (B)(4) 0956 598 mg/dl inform (B)(4) 0957 563 mg/dl she does not know if the patient received any treatment based on the meter readings. There was no report of adverse effect to the patient based on the meter results. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch(B)(6) is for inform system (B)(4).